Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that a woman answered the phone and said the patient was in the hospital. They did not know when the patient would be home. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.